Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was unable to charge their implant battery, as the wireless recharger would briefly connect with the implant and then disconnect. A hard reset was performed on the recharger during the call; however, the issue persisted, with the recharger app still displaying "recharger not found." The patient representative did not have the communicator available and stated that the patient had been in and out of the hospital. The patient became unresponsive on thursday, (B)(6), and was taken to the emergency room, where a cat scan was performed. Since then, the patient has experienced symptoms such as arms flailing, requiring restraint, inability to speak, and difficulty getting dressed, with symptoms progressively worsening. The patient representative declined a wireless recharger replacement and requested that the healthcare provider page a manufacturer representative to assess the implant, suspecting that the dbs system was not functioning because other things like infection was ruled out as a cause of the symptoms. The managing healthcare provider was seen the day before, on monday, (B)(6). The cause of the issue remains under investigation. The representative noted that in the past, the dbs would stop working when the implant battery dropped below 50%. Patient services provided nas contact information and redirected the patient to their healthcare provider.